Event description:
Pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Insulin delivery was suspended due to the altitude alarm, and attempts to resume insulin by reconnecting a cartridge were unsuccessful. Technical support advised cleaning the speaker holes and provided tips to prevent altitude alarms. Customer acknowledged the guidance and plans to load a new cartridge when ready, with a follow-up if the issue persists.